Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer 2.1 does not close properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was bound halfway while opening, and it could be pulled past the stop point due to faulty rails. A field service engineer ejected all pockets using test software, replaced the drawer, reinstalled cubie pockets, rebooted the station, reconfigured the new drawer and tested functionality. The system functioned as intended after the field service engineer repaired the device.